Manufacturer narrative:
Involved reciproc blue file r25 8/100 25mm 025 that broke during use was not returned and cannot be analyzed. Moreover, no unused reciproc blue file r25 8/100 25mm 025 is available for evaluation. Nothing unusual to report was found during DHR review (batch #1490972). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc broke during use. The broken part remained in root canal and the next treatment will be filling the canal with broken part.